Manufacturer narrative:
Concomitant medical products: 292861 lead implanted: (B)(6) 2010, 670100 heart band implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high sensing integrity counter (sic), noise and oversensing were note on the right ventricular (rv) lead prior to the patient undergoing open heart surgery. It was further reported that the lead was damaged during the surgery and was explanted and replaced. No patient complications have been reported as a result of this event.